Manufacturer narrative:
Concomitant medical products: boston scientific alliance 2 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Due to the condition of the returned device, a functional test could not be performed. A visual examination of the returned device showed that the balloon had been cut at the catheter approximately 17.5 cm from the distal end. The balloon material showed a rupture on the distal side of the balloon material. A kink was observed in the catheter approximately 119.5 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated the balloon did not receive negative pressure or lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the catheter." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. A possible contributing factor to a leakage in the balloon material is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Balloon material and catheter damage can occur if they come into contact with a sharp object or a burr in the endoscope channel. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that negative pressure and lubrication were not applied, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician chose a cook hercules 3 stage balloon esophageal. The balloon ruptured inside the patient. The gastroscope had to be removed, and the balloon had to be cut off. Another device was used [to complete the procedure] successfully.